Event description:
A customer contacted beckman coulter regarding erroneously low total prostate specific antigen (tpsa) result from a single patient sample that was generated by the access 2 instrument. The tpsa result was 1.2 ng/ml. The customer repeated tpda testing. The repeated tpsa result was 5.1 ng/ml. There was no report of change to patient treatment as a result of this event.